Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea ("cramp/period cramps and the period pain\periods continue to be heavy and painful") and menorrhagia ("cramp/period cramps and the period pain\periods continue to be heavy and painful"). In 2018, the patient experienced amenorrhoea ("haven't had a period for 3 month"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back/upper back pain"), pain in extremity ("leg pain"), nausea ("nauseated"), headache ("headaches"), pelvic pain ("lot of pain\pain feels like I am in labour"), menstruation irregular ("I didnt had periods for 9 moths then I started having periods and now I dont have the period"), dysgeusia ("metallic taste"), breast pain ("pain on my breasts on my sides where the ovaries are located"), adnexa uteri pain ("pain on my breasts on my sides where the ovaries are located") and hot flush ("hot flashes"). The patient was treated with estradiol (estrogen), ibuprofen and naproxen. Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, amenorrhoea, back pain, pain in extremity, nausea, headache and pelvic pain had not resolved and the menstruation irregular, breast pain, adnexa uteri pain, hot flush and menorrhagia outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, back pain, breast pain, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: date(s) of therapy / duration of time: 3 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: mail communication received. New events added: metallic taste, pain on my breasts on my sides where the ovaries are located, hot flashes. Reporters and insertion date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.